Event description:
Device malfunction: cuff miss, posterior cuff detachment. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. No suture was present when the plunger was retracted. During device removal, it was noticed that the posterior foot had detached and was missing. An unsuccessful attempt was made to locate the missing foot; however, it was not found either in the patient or on the table. The physician attempted to use another perclose proglide device, but the exact same scenario occurred. This detached foot also could not be found. The patient was asymptomatic; no emboli were found and he had good pedal pulses. Manual compression was applied to achieve hemostasis. Though requested, there was no additional information available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The second perclose proglide device, part# 12673-03, lot# unknown is and is being filed under a separate manufacturer report number.